Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. \

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report that she was hospitalized due to high blood glucose and dka. The blood glucose reading was 401 mg/dl at the time of admission. Customer stated that he was not eating because of a recent surgery. Customer stated that her insulin pump was not working correctly it had unresponsive and sticking buttons. Nothing further was reported.